Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during the investigation, it was noted that there was damage to the keypad. The contrast key was not working and the ok, down and up keys were responding intermittently. There was contamination found under all the key contacts. Unrelated to the original complaint, the battery cap was damaged. It was also noted that the battery compartment was cracked below the pumper pad and between the bumper pad and the top. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the down arrow button was under responsive and punctured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.